Event description:
The field engineer noted that there was a precharge voltage error. There is no report of death or serious injury associated with the complaint. This error will likely prevent the system from booting, which would result in a loss of imaging functionality.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.